Manufacturer narrative:
At 510k: this report is for an unknown radial stem/unknown lot. Explanted date: unknown if the device has been explanted (it was noted that the surgical plan was to re-implant the device during the revision procedure). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient experienced radial stem loosening. The stem was found to be loosened on (B)(6) 2017. The original implant date is unknown. The patient has been tentatively scheduled for a revision surgery; to occur within a week or so of the noted loosening. The patient has personally elected to have the radial stem removed, bone cement implanted and the radial stem re-implanted again as a longer, alternative device is not available. There is no malfunction reported concerning the radial head. As the devices will be re-implanted in the patient in the near future, they will not be returned for investigation. It is unknown if the revision procedure has occurred yet; there is no additional information available at this time. Concomitant devices reported: radial head (part unknown, lot unknown, quantity 1). This report is for an unknown radial stem. This is report 1 of 1 for (B)(4).